Event description:
It was reported that during an implant attempt, the right ventricular lead was difficult to manipulate and was catching. When the lead was removed the helix was partially extended and the coil wire was "raveled." Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed and the defib conductor had an overstress fracture. There was blood in/on the helix mechanism, there was tissue on the helix, and the lead was damaged at implant. Visual analysis revealed the exposed svc defib coil was fractured at 38.5cm and the interior cable continuity is complete.